Manufacturer narrative:
Erroneous results occurred in open vial mode. The sample ran first time 1 minute after drawing and then left it on the cabinet for 4 hours before second run. Both times the specimen was mixed by hand. Qc was run before the event and results were within limits. A field service engineer (fse) was dispatched: sample in question was a venous sample that was short and put into finger stick tube. The fse ran qc reproducibility and carry over and obtained good results. The fse verified instrument operations; results meet published performance specifications. Per labeling, when wbc and plt are too high or low, hgb and rbc are opposite, too low or high. Sample was not mixed adequately before aspiration. Remix sample and cycle again. A clear root cause for this event has not been determined to date.

Event description:
A customer contacted beckman coulter inc., (bci) regarding erroneous cbc results (low wbc/plt and high rbc/hgb) generated by the coulter ac-t diff 2 analyzer for one patient sample. Results were reported out of the lab. The patient was sent to the hospital where different results were obtained. These results were considered correct. The patient sample was mixed and reran 4 hours later and those results matched the hospital results closer. No death, injury or change to patient treatment is associated with this event.